Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion is located in the moderately tortuous and moderately calcified cephalic vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon catheter was advanced for dilation. While on use, the balloon ruptured on the first inflation at 8 atmospheres for several seconds. The device was removed without any problem and the damage on the balloon was noted on the main unit. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the balloon, markerbands, tip, blades, and shaft underwent a visual and tactile examination. The balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionised water was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.